Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was lack of air during the fluid / air exchange (fax) and the machine ejected the cassette. The cassette was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected. This is one of four reports from this facility.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and the drip chamber was cut off from the administration manifold, in returned condition. A console representing the current software version was used to test the sample. The cassette properly engaged when inserted into the console and proper recognition of the cassette was displayed. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. With the infusion control on, fluid flowed from the cassettes continuously without generating air to the infusion lines. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassettes to the infusion lines. No air leak was detected from the infusion air line during priming process. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The auto infusion valve (aiv) manifold on the fluid/air exchange manifold was tested. An external pressure source was used to perform a cracking pressure test to determine proper actuation of the valve. The pressure was incrementally increased until the valve actuated. The sample was found to be conforming; the valve actuated as it should. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).